Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 250 mg/dl. Customer removed the cannula prior to troubleshooting. When the customer checked the cannula in the trash can, it appeared to be bent. However, customer was unsure if the cannula was bent because of throwing it away. Reportedly, customer used rubber bands to tie up the infusion set tubing to fit into a pouch. The supplies were changed and insulin delivery was resumed.